Event description:
Customer states the lancet does not retract into the softclix plus lancet device after firing. No adverse event reported. Requested return of suspect device and replacement was sent.